Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but not confirmed. No intervention has been performed. The patient was stable.